Event description:
The complainant reported that a female with a medical history of hypertension complained of stomach pains and bloating after being fed through a gastrostomy tube using the patrol pump, list #52036. According to the reporter, the dietitian set the rate of the feeding at 42 ml per hour and 2 hours later, the patient became bloated. The patient was admitted to the hospital for a consultation and IV therapy. No other patient information has been reported. There was no specific complaint against the pump. A hospitalization is considered an important medical event.